Manufacturer narrative:
Investigation into the event found no evidence to suggest that the vitros 5,1 was not operating as intended. Acceptable performance has been achieved since the customer implemented an internal procedure. The definitive root cause of the biased vanc results is unknown.

Event description:
The customer observed negatively biased vitros vanc results on quality control fluids and one patient sample on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The negatively biased patient result was reported, but a corrected report was issued prior to any physician action being taken. There was no report of patient harm as a result of this event. Note: this form (MDR # 1319808-2008-00272) is two of two mdrs for this event. Two devices were involved. Qc and one patient sample were assayed using two different vanc reagent packs.